Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: during reoperation, was the bleeding intra-abdominal or intraluminal? Unknown. Does the surgeon routinely wait 15 seconds prior to firing? Always. Was buttressing material used? No. Does the surgeon pulse fire or use one continuous firing stroke? One continuous. What was the patient¿s preoperative anticoagulation regime? Unknown. Where were the clips placed? Unknown. What is the current patient status? Good, recovering in home.

Event description:
It was reported that the patient was electively operated in afternoon without any perceived problems or difficulties. Following night it was discovered that patient had post-operative bleeding and was immediately re-operated. During acute surgery, surgeons found clotting around the area of the gastro-entero-anastomosis and identified ongoing fresh bleeding from the backside of the ventricle-pouch. Surgeons could not identify any clear bleeding vessel and could not identify if the bleeding came from the anastomosis itself or just from somewhere in the vicinity. The bleeding was stopped with titanium clips and to be on the safe side they also locally applied hemostatic agents. The bleeding has been under control ever since. In total, the patient had lost over a liter of blood. Luckily the patient still in hospital is recovering and is expected to be fully recovered soon. In conclusion, surgeons cannot say if it was the staple-line or dissection behind the ventricle-pouch, or some other factor that had caused the bleeding. During the original operation surgeons had not perceived any problems or difficulties with instrumentation or bleeding.